Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 4.057 mg/day via an implantable pump for spinal pain. It was reported that an alarm was heard and confirmed by telemetry. There was a critical alarm, specifically, a motor stall. The patient did not have an MRI. The pump status and/or the event log reported a motor stall occurred. There were multiple motor stalls and recoveries. The motor stall occurred on (B)(6) 2016 at 9:11 and recovered at 2:10, then stalled again at 2:38 and has not recovered and it was 3:30. The patient had the stall occur while at the clinic and there were no magnets present. The patient reported nausea, vomiting, and "not feeling normal." This was considered a sudden change in therapy. Additional information was received on 2016-10-06, the patient's pump was replaced on (B)(6) 2016 and the patient was doing a lot better.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found a hole in the internal pump tube which allowed drug to leak into the motor containment area which resulted in mechanical damage - mfg issue. Analysis also identified electrochemical migration across the electrical feed-through insulator. Medtronic developed a design change to reduce feed-through shorting and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.